Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. This report is related to the following reports reference numbers: (B)(4). The device was not returned to olympus for inspection; therefore, the reported failure could not be confirmed. In addition, and since the device was not returned, there were no new reportable malfunctions identified. A root cause could not be identified. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device showed that the image is bright near and cannot be dimmed. The issue occurred during a diagnostic hysteroscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device showed that the image is bright near and cannot be dimmed. The issue occurred during a diagnostic hysteroscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.

Event description:
No further information was provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the updated legal manufacturer's final investigation. Based on historical data, possible causes include electrical problems due to open or short circuit, material degradation, and mechanical issues such as leakage/seal, deformation, fatigue, and wear and tear between the camera head components without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.